Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 17 mmol/l. Customer¿s current blood glucose was 20 mmol/l,23.3 mmol/l,16.8 mmol/l. The customer did experienced the symptoms such as nausea. The customer treated with the pens. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.